Event description:
It was reported to philips that flexvision monitor was shutdown. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer inspected the system remotely and noted a possible software issue with flex vision and requested a hard disk as a preventive measure. A philips field service engineer inspected the system onsite. To resolve the issue, on 03jul2025 philips initiated a field safety corrective action for pc issue. After implanting the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.